Manufacturer narrative:
(B)(4). Component code: 1030-latch, 510-sensor. The field service representative (fsr) confirmed the latch was broken off. The fsr replaced the latch on the uas. The uas is operational. The broken latch will not be returned since the customer could not find it. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch of the ultrasonic air sensor (uas) was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.